Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed low shock impedance measurements and noise. The patient was seen in clinic for a device check; isometrics were performed with normal resulting measurements. The noise was not able to be recreated. The system will continue to be monitored. There were no adverse patient effects reported.